Event description:
It was reported via repair work order that the head end of the bed does not go down fully due to harness electric # 2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.